Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had an intermittent power issue. The reporter confirmed that there was no noted damage to the battery compartment or cap and confirmed that the battery cap was secured appropriately at the time of the issue. The reporter confirmed using the correct battery type and confirmed changing the battery without the issue resolving. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings:. The pump black box history showed that unexplained power events had occurred. There was no evidence of damage to the battery compartment or cap. During testing, the returned battery cap secured appropriately to the battery compartment and the pump maintained electrical connection. The pump was exercised for 24 hours without power issues occurring. The pump case was removed and confirmed no moisture or intermittent conditions with the power circuit. Unrelated to the complaint, the display screen was noted to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).